Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring beforehand. There was no reported impact to the customer's blood glucose level as specific glucose values were unknown or not provided. Customer technical support assisted the caller by providing pump reset information and guiding them through the reset process, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if any issues reoccurred. Additionally, the customer received further updates and potential mitigation strategies via email, which they acknowledged and understood.